Event description:
Caller reported experiencing ongoing minimum fill notifications. There was no adverse impact to the customer's blood glucose level. Customer resolved the issues by loading a new cartridge each time.